Manufacturer narrative:
The ssd 9735999 with s8 os s8 svc (lot# s3z6nw0k712486a) was returned for analysis. Analysis tested the ssd and it booted as expected to login 10 times. The analysis was unable to replicate the grub menu boot. There was no fault found with the device. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Hardware parts were replaced. A system checkout was performed and the system is working as intended. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that after resolving a grub issue for another case it occurred again. There was no patient involvement.